Manufacturer narrative:
Date of event was estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg was not working for a while and the pc was unable to find the generator despite multiple troubleshooting attempts. Patient did not undergo any recent surgery or procedures. As a result, the patient had the system explanted.